Event description:
It was reported that the patient experienced adhesive issue event on 30-mar-2026, where the infusion set two infusion sets got caught on the same day.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.